Manufacturer narrative:
(B)(4). The customer reported to be using parts from another 980 ventilator. The tse recommended for a covidien service engineer (se) to visit the customers site to perform the evaluation/repair of the device. The covidien se was not authorized to repair the vent.

Event description:
It was reported that, a 980 ventilator had a loss communication diagnostic message. The ventilator was not in use on a patient at the time the malfunction occurred.